Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The pt, implanted in 2002, was satisfied with her hearing performance initially. In 2011, she visited the clinic for an audio processor upgrade to a newer model. She complained about a decrease in hearing sensation for the past 2 months. During a fitting session the stimulation level was increased, but this only led to a facial nerve stimulation and no improvement performance. Testing in situ shows that the device is functional. It was reported that the pt was re-implanted on (B)(6) 2012.